Event description:
Customer reported generation of false low patient results on multiple analytes involving their dxc 700 au chemistry analyzer. The customer did not specify which chemistry analytes were affected. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found sample probe is dispensing at an angle. The failure mode was identified as defective sample probe. The fse replaced the sample probe ato resolve the issue. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).